Event description:
It was reported that during an ankle arthroscopy case, the inner cutting blade tip broke off in the patient; it was not able to be retrieved. X-rays were taken and confirmed the tip was retained in the back of the ankle. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the facility provided additional information that the fragment is retained in soft tissue and, as far as they know, the patient is doing fine. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed the inner shaft tip cutting window was broken off and the outer shaft window edge was severely damaged. Material analysis confirmed the correct material type. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this type of event include excessive bending force applied to the device during use and/or the reuse of a single use device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.